Event description:
During impedance testing at initial implant, impedances were greater than 2000 ohms on electrode 0,1. The lead was detached from the first extension. The external neurostimulator was changed. The extension was replaced. All electrode impedances were within normal limits. The pt was under general anesthesia; no pt symptoms were indicated. On 05/10/10, the pt was programmed with excellent control of their tremor; impedances were within normal limits.

Manufacturer narrative:
(B) (4). The extension was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.